Manufacturer narrative:
(B)(4). It was reported that this pump did not detect a bubble. The pump was returned to the service center for analysis. The upper bubble sensor was found to be defective and was replaced. However, the failure of one bubble sensor would not result in failure to detect bubbles as this system is single fault proof. The motor impeller and screw lock were also replaced. Preventative maintenance and full system tests were performed and passed. The device history record was reviewed and no manufacturing or service anomalies were noted.

Event description:
It was reported that the pump did not detect bubbles. It occured while the physician was mapping during the procedure. The physician saw two bubbles that were not detected by the pump. The physician noticed and stopped when he saw them.

Manufacturer narrative:
(B)(4). Investigation is still in progress and a supplemental will be submitted.